Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem.  The cause of the reported problem was determined to be a shorted transistor, designator q8 from the analog pcb assembly.  The shorted transistor was conducting when the device was off and caused fuse f1 to be open.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device will no longer power on.  There was no report of any patient use associated with the reported issue.